Event description:
A remstar auto a-flex, sys one, 60 srs device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found visible foam particles inside the assembly (deteriorated foam). Additionally, the device displayed error codes: #53 (err_comp_log_sem_timeout), #55 (err_therapy_queue_full) and #12 (err_background_wdog_no_card). Destroyed power connector was also noted. The device was scrapped by the service center after the evaluation was completed. If any additional information is received, a follow-up report will be filed.